Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jp-jug-tulip. Implant date: early (B)(6) 2016. Similar to device under 510 (k) k090140. (B)(4). Summary of investigational findings: no imaging is provided and therefore no conclusion can be drawn based on the incomplete information provided concerning the reported thrombus on the iliac vein, which was confirmed approx. 10 days after filter placement and also, it would be inappropriate to speculate at what may or may not have occurred, when the patient died two days later. However, it is noted that the physician found no problem with the filter placement or filter itself and according to him "the patient's death was not due to the device." Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on apr2016: the patient who had the symptom of decreased physical activity, edema of the lower extremities and respiratory discomfort was under steroid treatment at department of neurology. (The patient developed alzheimer's dementia, so she needed her family to serve as an intermediary due to communication difficulty with the patient.) Date unknown: she diagnosed pulmonary embolism. Early (B)(6) 2016: to prevent worsening of pulmonary embolism, ivc filter was placed in the patient's body. Anticoagulant therapy had been performed. On 14 oct2016: the physician planned to remove the ivc filter on (B)(6) 2016, so CT was performed. There was a thrombus on iliac vein confirmed by CT. Therefore, anticoagulant therapy was continued. (After anticoagulant therapy, the part of thrombus had dissolved, and some slender shape part of thrombus was remained and attached to the vein) on (B)(6) 2016: the patient looked fine. On (B)(6) 2016: the patient died. Additional information received 07nov2016: root cause of death is unknown since no autopsy was performed. However, physician think root cause of the death was lung infarction caused by pulmonary embolism. Patient outcome: patient died.